Event description:
It was reported that subsequent to the implant of a protegen sling for treatment in 1998, the pt began experiencing pain, discharge, odor, and ulcers in november of 2003. After condition worsened, the sling was removed in 2004.